Manufacturer narrative:
(B)(4). Date sent 5/5/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: surgical procedure performed anterior rectal resection serious adverse event term: leakage ureter insertion site description of the event: leakage of the ureter insertion site of an ileal conduit. The patient received concomitant cystectomy during the initial surgery. Is there a reasonable possibility of relatedness to performed surgical procedure: yes relatedness to surgical equipment used no relatedness to study test product: pi digital surgical workflow (ddbt checklist) no relation to study test product: device briefing tool (ddbt checklist) no. Sae seriousness criteria in- patient hospitalization or prolongation of existing hospitalization: patient was hospitalized on: patient was discharged on: sae intensity moderate sae start date: (B)(6) 2023 sae end date: (B)(6) 2023. Patient outcome recovered (B)(6) 2023. Action taken: surgical therapy/procedure.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.